Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, during the patient¿s clinic visit he stated that he experienced 1-2 days of bloody stools. The patient was admitted to the hospital that same day. The patient¿s hemoglobin was 8.2 g/dl (baseline is around 12 g/dl), his inr was 2.5, and he was experiencing shortness of breath. The patient¿s pump speed was decreased by the clinician. After the patient was admitted, two units of packed red blood cells were administered. On (B)(6) 2015, the patient¿s hemoglobin decreased to 7.2 g/dl. An upper endoscopy was planned for (B)(6) 2015; however, no further information was provided. The patient was discharged to home (date unspecified).

Manufacturer narrative:
A device-related root cause for the reported event could not be determined through this evaluation. A full examination of the pump could not be conducted, as the patient remains ongoing on vad support. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that upon performing the first colonoscopy, the site was injected with epinephrine. The site was reported to be up towards the cecum. A total of 4 hemoclips were placed at the arteriovenous malformation site the next day. It was reported that the doctor was able to get up and around a little better on the second time around. The patient was treated with sq octreotide while inpatient and got im on the day of discharge because the insurance would not cover outpatient cost. The patient was transfused with 8 units of blood. Upon admission, the patient's inr was 2.5, and upon discharge it was 1.2. The patient's last hemoglobin on clinic visit was reported to be 10 g/dl, date unspecified. The patient was discharged on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device ¿ 11 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.